Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) battery did not last long enough. There was no patient involvement.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service technician (fst), the cs300 intra-aortic balloon pump (iabp) battery did not last long enough. There was no patient involvement.

Manufacturer narrative:
In order to fix the issue, the fse replaced the batteries. The unit passed all functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use. The initial reporter named in block is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6), in the biomed department.